Event description:
During shoulder arthroscopy the product broke into the patient's muscle. Impossible to remove. Bone quality- good.

Manufacturer narrative:
The device has not been received for evaluation. (B)(4).